Event description:
The patient reported after wearing the pod on her arm for less than 24 hours she noticed a blister around the insertion site. During a routine visit her endocrinologist treated the site with peroxide and gave her triple antibiotic for her site infection.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria.